Event description:
It was reported bd insulin syringes with bd ultra-fine¿ needle had an insufficient cannula length. The folliwng was received by the initial reporter: pet owner reported, she found one syringe in a package with an "incorrect length" stated, it appears shorter then the rest stated, it should be a half inch needle but it looked like it is a 1/4 inch needle 1 syringe affected.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insulin syringes with bd ultra-fine¿ needle had an insufficient cannula length. The folliwng was received by the initial reporter: pet owner reported, she found one syringe in a package with an "incorrect length" stated, it appears shorter then the rest stated, it should be a half inch needle but it looked like it is a 1/4 inch needle 1 syringe affected.